Event description:
It was reported the physician was performing an arthroscopic procedure utilizing a speedscrew knotless implant. When the physician was cinching in the suture, he allegedly noted that only one limb was advancing. Unfortunately, the physician was unable to salvage the implant. The speedscrew was backed out and removed. A new suture and speedscrew were deployed. No patient complications were reported as a result of this event.

Manufacturer narrative:
Device 2 of 2. Reference manufacturer's report #: 2032380-2011-00152. The lot number of the device was not provided; therefore, neither a manufacturing nor an expiration date can be determined.